Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant (site#4) was 1 of 2 placed in classiv bone during routine procedure. The clinician reports that the bone quality was very soft and that the implants were placed with osteotomes without drilling. There were previous branemark failures in both implant sites. The 2nd implant (#5) appears to have successfully osseointegrated at this time. The implant in site #4 was removed approx. 4 months post-operatively when the clinician attempted to connect the octabutment and discovered the failure.